Event description:
It was reported there was tethering of the existing extensions in the patient¿s right lateral neck tissue tract which caused pulling and discomfort. It was stated the patient was scheduled to have a deep brain stimulator (dbs) extension replacement procedure on (B)(6) 2014. It was noted the objective was to mitigate the apparent scarring, tethering and pain via the replacement. It was stated the patient status at the time of report was alive with no injury. It was noted the patient had pain at the right side implant at the lead extension connection location. It was further reported an extension replacement occurred and there was no alleged product issue. It was stated the extensions were beginning to erode through the skin in the parietal area behind the ear. It was stated the extensions were replaced with new ones and they were tunneled in a different path. It was noted the patient status at the time of report was alive with no injury. It was stated swelling and redness occurred at the extension location. It was noted the patient felt the extension begin to erode behind their right ear. It was noted when the doctor had removed the boot at the lead/extension connection for the right lead they had inadvertently compromised the electrode 0 or electrode 8. It was stated it was not used by the patient so they connected it to the new extension and left it as is. It was noted the impedances were checked post-operatively and they were found to be high as expected.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# v046959, implanted: (B)(6) 2007, product type: lead. Product ID: 64002, lot# n274412n01, implanted: (B)(6) 2011, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger.

Event description:
Additional information received reported the pulling and discomfort had resolved following the intervention.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# v046959, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v046959, implanted: (B)(6) 2007, product type: lead. Product ID: 64002, lot# n274412n01, implanted: (B)(6) 2011, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v046959, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v046959, implanted: (B)(6) 2007, product type: lead. (B)(4).